Event description:
The customer reported high blood glucose. Customer stated put in new infusion set and it bent and did not go in. Customer stated that she did not get basal since last night and blood glucose went up to 497 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).